Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant of the left ventricular (lv) lead there was intermittent capture and persistent diaphragm capture. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.